Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 42 mg/dl. Customer consumed carbohydrates to address low bg. Customer suspects the changes they made to their settings contributed to the low bg. Clinical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.